Manufacturer narrative:
The insulin pump had a cracked reservoir tube lip, minor scratches on display window, cracked display window and cracked case near display window corners noted during visual inspection. No button error alarms noted. However, the insulin pump had moisture damage on keypad traces.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that there was a button error alarm. The blood glucose reading was unknown. The insulin pump will be replaced.